Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2016, the patient tolerated the procedure and is in stable condition.